Event description:
It was reported that the implantable pulse generator (ipg) was no longer functioning as intended. Imaging confirmed that the leads migrated and patient was experiencing discomfort. The patient underwent an implantable pulse generator (ipg) and lead explant procedure. The patient was doing well postoperatively. Explanted device was not returned due to facility policy.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50. Batch/lot number: (B)(6). Serial number: (B)(6). Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).